Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post vena cava filter deployment, the filter allegedly tilted and embedded in the wall of the inferior vena cava. The filter was removed percutaneously; however, filter limbs detached upon removal. The location of the detached filter limbs is unknown. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years and nine months of post-deployment, filter retrieval procedure was attempted. Using micropuncture technique and ultrasound guidance, the right internal jugular vein was accessed uneventfully. An 0.018-inch guidewire was introduced, over which a 2 in 1 dilator system was inserted; the inner portion and guide were removed, and a 0.035-inch bentson guidewire inserted. The 12 french sheath from an inferior vena cava filter retrieval system was inserted, followed by a 5 french straight flush angiographic catheter which was positioned below the existing inferior vena cava filter, and contrast injection performed. The guidewire was then reinserted, the sheath manipulated to the level of the eclipse inferior vena cava filter. Multiple attempts were then made to remove the filter with different types of snares unsuccessfully. A lateral cavogram showed the hope embedded in the anterior wall of the cava. An angled 10 french sheath was then inserted. Subsequently, a cardiac forceps was utilized to gently disrupt the overlying intima, and successfully grab the whole and remove the filter through the sheath. A fractured leg was then identified. Several times were made from the neck to remove the fractured legs with the forceps, unsuccessfully. The right groin was then accessed percutaneously, and second 10 french angle sheath inserted. A number of attempts were then made using the same forceps to remove the fracture leg, unsuccessfully. It was reported in impression that the eclipse inferior vena cava filter was anteriorly tilted. Around, five years and two months later, computed tomography of abdomen and pelvis with contrast demonstrated that approximately 2.5 cm linear inferior vena cava filter fragment located in the left side of the inferior vena cava at the level of the l2 vertebral body. Approximately 0.8 cm extended into the inferior vena cava and the remaining extended through the wall of the inferior vena cava and into the adjacent soft tissues just posterior to the aorta but did not extend into the aorta. The tip was just superior to a lumbar artery. The inferior tip was just anterior to the superior aspect of the l3 vertebral body anterior to the l2/3-disc space. No evidence for thrombus within the inferior vena cava. Therefore, the investigation is confirmed for filter limb detachment, filter tilt, perforation of the inferior vena cava (ivc), and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - filter tilt - filter malposition

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post motor vehicle accident had an inferior vena cava (ivc) filter placed in the infrarenal position without problem. The same day, the patient underwent irrigation and debridement of the right tibia would, intramuscular rod fixation of the right tibia and intramuscular rod fixation of the left femur. The patient was transferred in stable and good condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilt and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the filter allegedly tilted and embedded in the wall of the ivc. The filter was removed percutaneously; however, filter limbs detached upon removal. The location of the detached filter limbs is unknown. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post motor vehicle accident had an inferior vena cava (ivc) filter placed in the infrarenal position without problem. The same day, the patient underwent irrigation and debridement of the right tibia would, intramuscular rod fixation of the right tibia and intramuscular rod fixation of the left femur. The patient was transferred in stable and good condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the filter allegedly tilted and embedded in the wall of the ivc. The filter was removed percutaneously; however, filter limbs detached upon removal. The location of the detached filter limbs is unknown. There was no reported patient injury.